Manufacturer narrative:
The device has been received, but the eval is not complete; therefore, the relationship between the device and the cause of this event is undetermined. The oct. 2007 15-month ng enteral stent product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.

Event description:
A wallstent enteral endoprosthesis stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt (age and weight unk) in 2007. According to the complainant, "during the procedure, the stent started to come out of the sheath, popping out of the plastic, and wires protruded out of the sheath. The physician completed the procedure with a wallflex duodenal stent with no pt complications." Reportedly, the pt was ''fine'' following the procedure.